Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 10-aug-2024, it was reported that the patient was hospitalized due to high blood glucose levels which was 800 mg/dl, therefore patient had received bloused via the pump. The patient also reported that first she went to emergency room and was subsequently hospitalized and received IV and fluids of saline and insulin. No further information available.